Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacy and doctor and symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e2, e-3, e5). The customer reported symptoms of dry mouth, blurry vision and frequent urination. Customer stated she called her pharmacy today and they advised her to contact the manufacturer. Customer stated she also called her doctor's office and doctor advised she go to her local fire department so they may check her blood glucose and then to come into the office tomorrow to run a blood lab test. Customer stated she did not go to the fire department. Customer stated since last month she has been having dry mouth and frequent urination and blurry vision. Customer stated her doctor is aware of her symptoms. Customer received the meter today. During the call, a blood test was performed by the customer and produced e-2 error using true metrix meter. Per customer, the product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2027 and test strips were opened on the day of the call.